Event description:
The healthcare professional (hcp) reported they turned a patient away for an MRI because the implantable neurostimulator (ins) was ¿standing up¿ in the pocket at an angle. It was unknown when the ins became tilted, but the hcp noted sometime between ¿now and 2014.¿ the patient was indicated for urinary dysfunction and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.